Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresa l at a dose of 1100 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that a pocket revision was needed to place the pump deeper. The patient had lost weight and the pump was protruding. The environmental, external, or patient factors that may have led or contributed to the issue were the patient lost weight causing the pump to protrude quite a bit. The interventions/actions taken were the pocket revision to move the pump more lateral and deeper. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient weight and medical history were asked and would not be made available. The event date was asked, but unknown. There were no further complications reported or anticipated.